Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discontinued order not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discontinued order not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued message did not reach the station. The technical support specialist investigated the order activity. The order ID was confirmed to have crossed into the core coordination engine (cce) system, but no further activity was logged. The customer was advised to escalate the issue with the host system. Manual discontinuation of the order at the device was recommended to prevent further dispensing. The customer confirmed the issue and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a discontinued order not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.